Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach in a sleeve gastrectomy, staple line fired correctly until approximately half way and then ceased cutting and malformed staples damaging tissue. Unanticipated tissue loss and damaged tissue was removed to excise the incomplete staple line using new reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach in a sleeve gastrectomy, staple line fired correctly until approximately half way and then ceased cutting and malformed staples damaging tissue. Unanticipated tissue loss and damaged tissue was removed to excise the incomplete staple line using new reload. Patient has no injury. Had post op embolism (not due to staple line) but treated with anticoagulants.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned photo(s) noted: there were staples visible in the photographs. These staples were both a mixture of properly formed and malformed. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. No visual abnormalities were noted. Functionally the reload was loaded into the listed instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.